Event description:
Dr fired the signia stapler all the way until it beeped. When he opened the jaws, the stapler completed the staple line but did not cut the suture of the device. Manufacturer response for trs reload - black 60, trs reload - black 60 (per site reporter). No response.